Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. Before the procedure, the tachy therapy function of the implantable cardioverter defibrillator was turned off. Upon review, the pulse generator exhibited inappropriate tachycardia therapy during the procedure. No intervention had been performed, and the function was turned on after the procedure. The patient was stable post procedure.